Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the vm6 device fell off a wall mount and broke. It was reported that the monitor struck the user, however, no serious injury occurred.